Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen was dim. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. After installing a known good inverter board the brightness of the front panel touch screen was normal. Removed functioning inverter board from the front panel assembly at the completion of the investigation. There were visual indications of dried fluid found on the bottom cover during the inspection. The cause of the observed dried fluid could not be determined. The valve actuation test passed. The system air leak test passed. The pre-ast 15 min 1000 ml simulated treatment was performed and completed without alarms. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The device history showed a front panel display was replaced on 8-23-2022 due to blank screen. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient's contact reported a cycler alarming with an m30 balloon valve leak. The patient contact stated that they have already been re-setup with new supplies. The technical support representative issued a replacement cycler and advised the patient contact to discontinue using the machine. There was no patient harm or adverse event, and no medical intervention was required. The issue occurred during set-up before the patient was connected to the machine. Upon follow up, it was confirmed that the patient was able to complete treatment on the cycler. No patient serious injuries were experienced, and no medical intervention was required. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.